Event description:
The ligasure blunt tip laparoscopic sealer/divider by covidien was malfunctioning. It released its seal too quickly and did not finish its cycle. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure (per site reporter).